Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during a water vapor therapy procedure, after priming and pretreatment, the device was inserted into the prostate but while deploying the needle after two shots, the yellow tip of the device was getting detached from the device and it was not able to complete treatment with this device. The procedure was completed using another delivery device. There were no patient complications.

Event description:
It was reported that during a water vapor therapy procedure, after priming and pretreatment, the device was inserted into the prostate but while deploying the needle after two shots, the yellow tip of the device was getting detached from the device and it was not able to complete treatment with this device. The procedure was completed using another delivery device. There were no patient complications.